Event description:
The customer reported the radiologist did not view all of the images from a completed exam. The customer alleges that a pt was almost misdiagnosed because the radiologist, unaware of additional images in the exam, rendered a diagnosis without having viewed the images showing the pathology of interest. There was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. Date of event unknown. Device manufacture date unknown. A follow-up report will be submitted when the investigation is complete.